Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet infusion set box contained tubing that was tightly wound with crimps, and the user experienced an occlusion alarm during use that interrupted a meal announcement; the user resumed delivery and later received education on algorithms and correction behavior. Symptoms included hyperglycemia with a reported maximum blood glucose of 253 mg/dl lasting about one hour, without ketone testing or medical intervention. Outcomes included transient elevation of blood glucose without sequelae. Investigation included complaint handling, technical review, and user troubleshooting with education. Investigation of this case revealed that the cause of the hyperglycemia and occlusion could not be determined. It was concluded that the event involved hyperglycemia with an unclear cause and an occlusion allegation related to the infusion set tubing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.